Event description:
It was reported that the insulin pump alarmed low battery, followed by motor error alarm during a basal delivery. The blood glucose reading was 337 mg/dl, which was treated with manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days; no blank display or unexpected reset was noted. All operating currents were within specification. The low battery alarm, off no power alarm and low reservoir alarm all functioned properly. The unit passed an error alarm test, self test, displacement test, rewind and basic occlusion test. No motor error alarm was noted. The device was unable to prime during the prime test due to a faulty force sensor resistor. The device was unable to perform the occlusion test and excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and passed. The unit had a minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. No damage was noted on the isolation tape on the liquid crystal display board.